Event description:
It was reported that during a left hand-assisted laparoscopic nephrectomy two clips slipped off the renal artery making it necessary to open the pt to complete the surgery. The pt is recovering well with no further consequences.